Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes with no bd labels. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "while doing labelling, we found 9 box of 367957 (lot no. 2084348 exp. 30.09.2023) with no bd label and 1 box 367957 (lot no. 2084348 exp. 30.09.2023) wrapper torn and 1 pc missing¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes with no bd labels. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "while doing labelling, we found 9 box of 367957 (lot no. 2084348 exp. 30.09.2023) with no bd label and 1 box 367957 (lot no. 2084348 exp. 30.09.2023) wrapper torn and 1 pc missing¿.

Manufacturer narrative:
H.6. Investigation summary: material #: 367957. Lot/batch #: 2084348. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label, missing product, and damaged shelf pack was observed. Additionally, two (2) shelf packs from bd inventory were evaluated by visual examination and the issue of missing label, missing product, and damaged shelf pack was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing label, missing product, and damaged shelf pack based on the photos provided by the customer. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.